Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13659. It was reported that the patient presented in the emergency room. Upon interrogation, it was revealed that the patient's right ventricular lead exhibited under-sensing during an episode of ventricular fibrillation. It was further noted that therapy administered through the lead was inadequate and failed to convert the patient's rhythm. The physician elected to replace the lead. The lead was capped and replaced on (B)(6) 2021. During the procedure, it was also decided to explant and replace the patient's implantable cardioverter defibrillator as it was noted to be on the advisory for premature battery depletion, although there was no eri alert or allegation of premature battery depletion. The device was explanted prophylactically and replaced. The patient was stable.